Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on september 27, 2013.

Event description:
Per the clinic, the patient experienced poor performance with the device subsequent to receiving multiple defibrillator treatments during heart surgery. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery.